Event description:
The user reported a leakage from the front plastic part of the accuslide. The administration set was discarded. From the reported info, there are no indications of serious injury to the pt or user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). This report filed by the MFR.